Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessories device was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, the controller indicated a pressure sensor failed alarm. The fluid management accessories kit was replaced with another of the same, and the procedure was successfully completed. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.